Manufacturer narrative:
As of this filing, the "used/damaged" 5.5mm hps prebent polishing bur has not yet been returned to conmed corporation for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during use of the 5.5mm hps prebent polishing bur in a hip arthroscopy procedure, "the tip broke off" in the surgical site. The broken portion was safely removed from the patient with no problems noted. Other than a 5-minutes delay, the procedure was otherwise completed with no further complications or patient injury. Despite the good faith effort, no additional event information or patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
One (1) used/damaged hps prevent polishing bur was returned to conmed for evaluation on 11-apr-2017. Visual inspection of the returned bur found the tip was broken and this confirmed the reported breakage. Further inspection by the engineer revealed that the weld is intact and is not the point of failure for this device. In this instance, the breakage occurred at the sleeve component just below the weld. Based on the location of the breakage, the evaluation report concluded, the bur tip broke off was due to excessive torsional force applied to the tip during use, which caused the sleeve component to shear and fail. This lot #691205 was manufactured on 20-oct-2015. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have caused or contributed to reported breakage. Of the lot containing (B)(4) units, there have been a total of 4 complaints received from the same user facility for this item and lot number combination including this one. In addition, a 2-year review of product history for this device family shows there have been a total of 11 complaints of "bur breakage". During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no serious injuries or death related to the reported breakage or the use of this device. However, due to similar complaints, an investigation has been opened to determine the root cause and to address this issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.